Event description:
A report was received that the patient passed away for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70, serial/lot #(B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient passed away for an unknown reason.

Manufacturer narrative:
Additional information was received that the physician feels the patient's death was not device related.